Event description:
It was reported by the husband that a patient underwent a surgical procedure to remove a varicose vein from the top of her foot around (B)(6) 2013. The patient began experiencing redness, tenderness and pain around the surgery site. The patient was started on antibiotics. A couple of days after that the patient was seen in the emergency room for pain in her foot. The surgeon told the patient that she was having a reaction to the deep tissue sutures. The patient continues to see her surgeon and is still experiencing pain at the surgery site. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.